Event description:
The pt reported that her infusion device was beeping continuously and displaying a 2.01 on the screen. The pt reported that the power packs had been in use for "a couple of months". She stated that she had not had an issue with the power packs and therefore was not changing them at the required 2 week interval. The pt was aware of the power pack recall. The pt inserted a new power pack and the infusion device functioned properly. The pt did not experience any blood glucose concerns. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.